Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the alarm was a user error due to not properly taping the device correctly. The issue was resolved with an infusion set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.